Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow-up, this lead exhibited high out of range pacing impedance measurements. For this reason, the physician elected to surgical intervene and replace the lead. The lead was explanted and returned for laboratory analysis: no replacement product information was provided and no other adverse patient effects were observed.